Manufacturer narrative:
The device was received for evaluation. Upon testing the keypad, it was observed that several buttons needed to be pressed twice to be able to work. It was also observed that the ac power adapter was found to have a cracked male connector. The front panel pcba was replaced with a known good part and the issue was resolved. The reported condition was verified. The cause of the reported condition was a pcba failure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue. The keypad issue was described as ¿keyboard not working correctly, some keys require two presses¿. It was unknown if a patient was connected during the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.